Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Surgical notes were provided from the right primary hip surgery. The diagnosis was osteonecrosis. The notes did not reveal any complications. X-rays were provided, showing right hip components in what appears to be appropriate anatomic position. The head appears positioned on the stem taper and aligned concentric with the acetabular shell. Since the implants remain in-situ, no analysis was possible. Pt factors that may affect the performance of the components such as height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause for the right hip pain cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing hip pain.